Manufacturer narrative:
No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4)..

Event description:
It was reported that, when they injected through the power port tubing the pressure would rise up; but at 300 psi, it would be considered pressure limiting and the injector itself will suddenly drop the rate - not gradually but quickly, at 1 or 2 ml per second, which can cause a nonoptimal enhancement of the contrast. No patient injury was reported.